Event description:
It was reported that during a tracheostomy procedure, the inner cannula could only be inserted half way into the outer cannula and then it became blocked. The entire device was removed from the pt and another product was placed. There was no pt harm reported as a result of the product issue.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No further info was available at the time of the report. Additional pt/event details have been requested. Should additional info become available, a follow-up report will be submitted.

Manufacturer narrative:
Add'l information was received on july 27, 2015 and was not captured on the initial MDR reported to the FDA on july 30, 2015. Reported to the FDA on august 11, 2015.

Manufacturer narrative:
Additional information: a quality investigation was performed for the returned product. The returned products were closely examined and the analysis concluded they did not perform to our requirement. It was confirmed that the inner cannula white had the wrong size; marked with ID 7.0mm but the inner cannula is marked with the ID 7.5mm, which does not correspond to size 7.0mm product. This warrants further action and a non-conformance. The event was opened and this complaint will remain open until the completion of the non-conformance. A batch review was performed and yielded no deficiencies during the sealing and inspection. Review of the incoming raw material did not reveal size 7.5mm of inner cannula received within the same period of time. Correction due to the initial MDR submitted july 30, 2015 MFR# 9611710-2015-00123 did not contain the following: follow up information received on july 28, 2015 stating "our distributor reported 16 defective devices." These complaints concerning the tracheostomy tube with hvlp cuff and inner cannula, 7.0 icc product code/reference # r72721070, lot # 543443r001. All have the same issue, "inner cannula gets in our cannula too tightly." No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on october 9, 2015. (B)(4).